Event description:
Richard wolf medical instruments corporation (rwmic) was notified that during a procedure jaw broke off in patient. Broken jaw was retrieved however and small set screw was lost. Patient was x-rayed and a search for the foreign object was performed. X-ray revealed no foreign objects remained in patient. Facility had backup device available and was able to completed the procedure. No injuries to patient or staff were reported.

Manufacturer narrative:
An investigation will be completed as the actual device was returned to rwmic and sent to manufacturer (rw (B)(4)) for investigation on 06/30/2015. No record of this device being purchased from rwmic. No record of any service performed on device (performance check, routine maintenance or repair). Rwmic considers this matter closed. However, in the event we receive additional information, we will provide manufacturer with information.